Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27sep2018. Serial number could not be confirmed.a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit would not power on. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 16jan2019. Method, results, conclusion. The manufacturer's field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. A touchscreen assembly was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the touch screen revealed evidence of deep scratches on the touch screen. The returned touch screen was assembled into the fi user interface assembly and installed into the fi test ventilator to verify & test its functionality. Operational testing was done and the test ventilator did power up from alternate current (ac) and deliver breaths and the ac light emitting diode (led) indicator did turn on, however, the touchscreen did not respond to touch command. It was also noted that the touchscreen did not pass the calibration test. The screen displayed ¿bad touch detected¿. The damage returned touchscreen prevented the user interface (ui) assembly to respond to touch command. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 18oct2018. Date of manufacturer: 17oct2018. Numerous attempts were made to obtain information regarding the repair of the device; however no response was received. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Date of report: 27nov2018. Date of manufacturer: 26nov2018. Philip's international service technician could not confirm the reported issue.